Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. After the lead safety switch, ra noise was noted in unipolar configuration. There were also episodes of ra noise and oversensing due to minute ventilation (mv) oversensing. Troubleshooting options were discussed. The patient is being managed by their clinic. No adverse patient effects were reported. The device remains in service. This device was included in the recent mv sensor signal oversensing advisory population.